Manufacturer narrative:
The insulin pump passed self-test and unexpected restart test. No alarms noted. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart and external ram error. Customer's blood glucose at time of incident was unknown mg/dl. The customer found 4 unexpected restart alarm and 5 external ram error alarm in the alarm history. The customer stated that the alarm occurring during normal pump use. The customer was advised that the device would be replaced. The customer was advised that they may continue to wear the device until replacement arrives.